Event description:
It was reported that during an ablation procedure, cold pixels were observed. It was noted that the power was lowered from 128% firing power to 100% which helped dissipate the cold pixels. The use let off the foot pedal once cold pixels were witnessed. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.